Event description:
Related MFR report number: 2017865-2023-40669. It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high pacing impedance on the atrial lead prior to (B)(6) 2023 and occasional low pacing impedance below lower limit on the atrial lead afterwards. It was also noted that there was high pacing impedance on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.

Event description:
Additional information received notes that the patient was seen in clinic on (B)(6) 2023. No changes or intervention was performed; the device will continue to be monitored. The patient was stable.